Event description:
It was reported that the patient had been hospitalized on (B)(6) 2023 due to a ruptured appendix and hyperglycemia. It was reported that the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). The pod was worn between 4 and 24 hours on the abdomen. Symptoms reported include vomiting. The patient had an emergency surgery for the ruptured appendix, was treated with an insulin pen and prescribed tramadol/tramacet tablets (severe pain medication). The patient was released on (B)(6) 2023.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.